Event description:
It was reported that the patient arrived to clinic with noted damage to the outer casing of the modular cable. The modular cable was replaced. The patient's primary system controller was noted to have a defective running symbol. The controller was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of the modular cable¿s outer jacket being damaged was not confirmed. The modular cable (lot number unknown) was not returned for analysis. Available information for this event indicates that the cable was exchanged to resolve the issue. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. The lot number of the modular cable was not provided. No further information was provided. The manufacturer is closing the file on this event.